Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional event for this patient reported on medwatch number 1825034-2016-01958. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent underwent an aspiration procedure under general anesthesia approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reported noted aspiration revealed brown, opaque material.